Event description:
Related manufacturer reference number: 1627487-2021-18038, 1627487-2021-18039. It was reported the patient experienced ineffective stimulation and decided to stop using the device years ago. In turn, causing the ipg to become inoperable, as a result, surgical intervention may take place in future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicate surgical intervention occurred wherein the entire system was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.